Event description:
It was reported that noise was observed on all leads. Noise was on the custom channel involving the hv conductor on the rv lead, possibly due to a clavicular crush or insulation break due to rubbing together. The device has been deactivated to prevent inappropriate shocks. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.